Manufacturer narrative:
Correction to initial MDR in field. Additional information was received that the physician confirmed that the ipg was replaced due to normal wear and tear. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent ipg replacement procedure.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent ipg replacement procedure.